Event description:
It was reported that an increase in capture threshold and decrease in sensing was observed since implant. The lead was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.